Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The MRI¿s were not related to the device. The patient¿s weight at the time of the event was unknown. The patient¿s medical history was not available. The provided information has been confirmed with the physician.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 5000 mcg/ml; 3374.8 mcg/day via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2017. It was reported the patient had magnetic resonance imaging (MRI) on the date of the motor stall on (B)(6) 2017. The patient had several MRI's recently. The details of when the patient had them and how many scans they had were unknown. The logs were not checked, and the patient was sent home without addressing the motor stall event. The patient did not experience any withdrawal symptoms. The reporter was redirected to follow up with the hcp. The pump status was not checked after the MRI until (B)(6) 2017. The pump status with logs was checked on (B)(6) 2017. A motor stall was seen at initial interrogation. The pump status and or event log report a motor stall occurred; motor stall active; stopped pump period may exceed tube set. The motor stall recovered the same time they interrogated the pump. The hcp office sent the representative the telemetry from the morning of (B)(6) 2017 after they increased the patient¿s dose to 3693.2 mcg/day. No further complications were reported.